Event description:
It was reported while using a bd bbl¿ columbia cna agar w/5% sheep blood / macconkey ii agar, there was insufficient growth of streptococci. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this memo is to summarize findings regarding bd columbia cna agar with 5% sheep blood, catalog number 254072 and lot number 3094235 with respect to insufficient growth. Event description: it was reported that on cna agar lot number 3094235 there is growth of streptococci only after 48 hours, after 24 hours growth is only very small or non-existent. Complaint history review: the complaints trends were reviewed, and similar complaints were received for the same catalog number; however. A trend was not identified. Batch history record (bhr) review: the batch history record was reviewed. No deviations were registered from validated manufacturing processes. All release testing was satisfactory. Sample analysis: retain samples were analyzed for the growth promoting ability of the medium. Streptococcus strains used for quality release testing of catalog number 254072 and recommended for user quality control of the medium were applied to medium of lot no. 3024190 (streptococcus pyogenes atcc 19615 and streptococcus pneumoniae atcc 6305). Additionally, streptococcus agalactiae atcc 12386 was tested. The growth of said organisms was excellent after incubation for 18-24hours at 35-37°c in co2 atmosphere. Neither return nor picture samples were provided by the customer for analysis. Evaluation results: at this stage of our investigation, systemic failures of the validated manufacturing processes can be excluded. Qc release testing of the affected lot was satisfactory. Analysis of the complaint history showed no trending or violation of action limits. Investigation conclusion: based on the results of the investigation, the complaint cannot be confirmed. A definite root cause could not be found. However, bd will continue to monitor incoming complaints for similar failure types. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.